Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer's pump case would not clip securely. Subsequently, the pump case fell, causing pump touchscreen to crack. There was no adverse impact to customer's blood glucose. Customer reverted to using an alternate method of insulin therapy.